Event description:
The patient experienced slow flow in the right coronary artery (rca) following three atherectomy treatments with a diamondback coronary orbital atherectomy device. The rca was highly calcified. The patient also experienced heart block and hypotension. The patient was intubated and was stable. The patient recovered and was discharged.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).